Manufacturer narrative:
The phaco handpiece was examined. The company representative did not indicate replication of the reported events but ordered the customer a new handpiece as a replacement. The handpiece was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. Manufacturing record review: a review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece had no vacuum and occluded during a cataract with intraocular lens implant. The surgery was completed.